Event description:
Pt's spouse called nurse on (B)(6) 2018 to inform pt had fall on (B)(6) 2018 and he was currently in hospital with fracture to right hip. Spouse stated pt was getting out of car and she noticed oxygen tubing wrapped around pt's legs. He did not wait for spouse assistance before getting out care and fell in parking lot. Spouse stated pt initially infused to call ems. Due to increase in pain pt allowed spouse to call ems, and pt transported to (B)(6) medical center where fracture to right femur and right hip were confirmed by x-ray. Pt was determined to not be candidate for surgery due to rapid decline in condition. Pt was discharged home with hospice crisis care. Pt expired shortly after returning home on (B)(6) 2018.